Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The complaint was classified based the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone to obtain additional information. The patient reported, the alleged power issue began approximately 1 year prior to contacting lfs. It is not known if the patient made any changes to her usual diabetes management regimen due to the alleged power issue. The patient informed the mss that on an unspecified day/time, after the issue started, she developed symptoms of feeling shaky, sweaty and lightheaded. The patient reported she was treated by an hcp; however, no information regarding the treatment was provided. The cca noted that the patient disconnected the call and was unable to reach her when an attempt to call her back was made. At the time of troubleshooting, the cca noted that the alleged power issue remained unresolved. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.